Event description:
The customer reported a vt occurrence, but the alarm didn't sound, and alarm led didn't turn on; the yellow alarm was sounding. The device was not in clinical use, and there was no patient/user harm reported.